Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer state that while using the vent with a neonatal circuit and test lung it is alarming circuit disconnect, circuit occlusion, and extended high peak pressure. There was no patient involvement at the time of the incident.